Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('since essure removal (tubes only) and I'm, in so much pain/period like pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine spasm ("feels like cervix spasms and like I have something jammed in my tubes"), was found to have weight increased ("I have gained almost 40 pounds and look six month pregnant") and underwent tooth extraction ("I needed two extractions, a filling and a route canal"), tooth repair ("I needed two extractions, a filling and a route canal") and endodontic procedure ("I needed two extractions, a filling and a route canal"). The patient was treated with surgery (essure removed (tubes only)). Essure was removed. At the time of the report, the pelvic pain had not resolved and the weight increased, tooth extraction, tooth repair, endodontic procedure and uterine spasm outcome was unknown. The reporter considered endodontic procedure, pelvic pain, tooth extraction, tooth repair, uterine spasm and weight increased to be related to essure. The reporter commented: the reporter mentioned, " they also keep sending me for swab tests because I keep itching down below, but again, it's always clear." Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case correction: source: the event "I needed two extractions, a filling and a route canal" was duplicated to code tooth extraction, dental fillings and root canal procedure. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('since essure removal (tubes only) and I'm, in so much pain/period like pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("I needed two extractions, a filling and a route canal") and uterine spasm ("feels like cervix spasms and like I have something jammed in my tubes") and was found to have weight increased ("I have gained almost 40 pounds and look six month pregnant"). The patient was treated with surgery (essure removed (tubes only)). Essure was removed. At the time of the report, the pelvic pain had not resolved and the weight increased, tooth disorder and uterine spasm outcome was unknown. The reporter considered pelvic pain, tooth disorder, uterine spasm and weight increased to be related to essure. The reporter commented: the reporter mentioned, " they also keep sending me for swab tests because I keep itching down below, but again, it's always clear." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media case: new events added- pelvic pain, tooth disorder and feeling abnormal. Fu 2 and fu 3 processed together. On 2-dec-2019: social media case: no new information received. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.